Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be recognized by the programmer. The icm was never implanted. There was no patient involvement.